Manufacturer narrative:
(B)(4) - the product has been requested to be returned but has not been received. (B)(4).

Event description:
The customer claims that the alarm has intermittent power when tested with new batteries. There was no pt incident or injury reported.